Manufacturer narrative:
The field service representative did not find any problems. To verify analyzer performance calibration, controls, and pt samples were run for tsh.

Event description:
User received discrepant tsh results for three pt samples, when compared to repeat testing on different e modules at customer site. User was unable to determine which e module was generating correct tsh results and said he believes three erroneous results were reported. Sample 1, initial result run on a different e module (B) (4) gave 0.005 miu per ml. This result was accompanied by a data flag alerting the user the result was under the technical limit. The sample was repeated on this e module (B) (4) giving 0.017 miu per ml. No info provided to determine if the initial or repeat result was reported. Sample 2, on (B) (6) 2009, initial result run on this e module (B) (4) gave 0.005 miu per ml. This result was accompanied by a data flag alerting the user the result was under the technical limit. The sample was repeated on the same 3 module giving 0.008 miu per ml which was reported. This result was accompanied by a data flag alerting the user of potential micro particle carry over and to rerun the sample. No data was provided to determine if the sample was repeated a third time. Sample 3, on (B) (6) 2009, initial result run on a different 3 module (B) (4) gave 0.005 miu per ml. This result was accompanied by a data flag alerting the user the result was under the technical limit. The sample was repeated on this e module (B) (4) giving 0.008 miu per ml which was reported. This result was accompanied by a data flag alerting the user of potential micro particle carry over and to rerun the sample. No info provided to determine if the sample was repeated a third time. Pts were not adversely affected.